Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 16, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. On august 5, 2009, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On the day of the event at 8:00 am, the patient obtained the fasting blood glucose reading of 134 mg/dl on the reported meter. Ten minutes earlier, the patient had fasting laboratory blood work drawn, including a glucose test result of 106 mg/dl. The patient did not receive the laboratory results until the following day. The patient then ate breakfast and took her oral diabetes medication glyburide. At 11:30 am, the patient experienced the symptoms of weakness, shaking and swelling. She did not test her blood glucose level while symptomatic. The patient administered self-treatment by eating her lunch, and felt better afterwards. She did not seek medical attention. The patient's medication regimen is to skip her glyburide dose if the blood glucose reading is less than 115 mg/dl. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was incorrect, and she was incorrectly cleaning the puncture site prior to performing the fingerstick, both of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect. The patient allegedly experienced symptoms suggesting severe hypoglycemia after she took glyburide based on an elevated meter reading, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.